Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had lost coverage due to the lead that flipped. The patient underwent a lead explant procedure and the explanted lead will not be returned. No further information has been obtained despite good faith efforts.